Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using an in.pact admiral for treatment of a plaque lesion in the proximal region of the right superficial femoral artery (saf). There was mild tortuosity and calcification. A spider was used for embolic protection. The device was prepped as per the IFU with no issues identified. The device passed through a previously deployed stent. Resistance was encountered during advancement and excessive force was used. It was reported left sided femoral artery access up and over to treat a right sfa stent occlusion. 6f sheath was used. The in.pact admiral was used and during removal the balloon got stuck with the final 0.5-1cm of balloon unable to enter the sheath. The physician  attempted to pull it into sheath and the balloon snapped off inside the sheath. This was removed, sheath replaced and patient treated successfully with a second competitor balloon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: intervention was required to remove the detached balloon, the sheath containing the detached balloon was pulled out of the common femoral puncture site. The sheath was cut to allow a wire to be pushed back through balloon ensuring guidewire access. A new sheath was inserted and continued the procedure without any complication. Product analysis device decontaminated with cidex-opa. The device returned with multiple ancillary devices and a guidewire. A detachment was evident to the catheter body. The material was even at the detachment site. The sheath was detached with material even also. Stretching and bunching was evident to the catheter body proximal to the detachment. Deformation was evident to the distal tip. No other deformation to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.